Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25 x 12 synergy ii stent was used to treat the lesion. However, it was noted that the stent delivery hypotube was fractured. The device was then replaced with a 3.5x12mm synergy stent and completed the procedure without any complications.